Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred. Customer reported that the repair of this vent was not authorized. The service engineer (se) was not authorized to service the device. Therefore, the repair cannot be verified.